Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor experienced a battery issue. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the als 861290 (heartstart xl+ defibrillator/monitor) indicating that there were battery issues. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite, it was determined there were battery issues. The issue was clarified and confirmed to be, the battery cannot be charged. The battery was replaced to resolve the issue. The device was confirmed to be functional and returned to service. The device remains at the customer's site. No further action is warranted at this time.